Manufacturer narrative:
A field service engineer (fse) went onsite to troubleshoot the device. The fse assisted the customer with testing the cables and determined that the probable cause appeared to be with a wall jack for the high-definition multimedia interface (hdmi) wiring. The fse informed the customer that olympus does not repair hdmi wall connectors. The customer opted to contact their facility maintenance to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center main monitor video is cutting out when the cable was wiggled. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a problem with the wall jack/hdmi wiring at the site and not the subject device. Olympus will continue to monitor field performance for this device.